Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported when moving the IV pole there was a channel disconnect alarm and red screen. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative investigation summary: the report that there was a channel disconnected was not confirmed during the investigation. The issue could not be further investigated or tested, as no device was received for investigation. The inspection could not be performed as no device was returned for investigation. A review if the suspect event and error logs could not be performed as no device was returned and no logs were provided to bd for investigation. Testing could not be performed as no device was returned for investigation. A channel diconnected message means a device has either been physically removed/detached from the system while in operation, or the bd alaris pc unit has lost communication from it. When this occurs, the channel disconnected message appears on the pcu and an audio alarm sounds. Ensure that the modules are securely clocked into place at the module release latch. Before each use, check for iui surface contaminants or damage which can disrupt communication between the devices. Do not use a device with any cracks, surface contaminants or damage on the iui connectors. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported channel disconnected was not determined since no devices or logs were returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported when moving the IV pole there was a channel disconnect alarm and red screen. This was reported to bd representatives during their site visit. There was patient involvement but no harm.